Event description:
During a cardiac ablation procedure using a therapy cool flex ablation catheter, the irrigation port was broken. The physician was performing ablation when the irrigation port of the therapy cool flex was noted to be broken. The physician stopped ablating and replaced the catheter to continue the procedure with no consequences to the patient. The device was received in sjm with the irrigation port completely detached and not returned with the catheter.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.